Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the large keypad part number information for ordering. Follow up with the reporter confirmed that the biomed replaced the large keypad assembly to resolve the problem. The device was repaired and returned to the customer for use. The removed assembly was not returned to physio-control for analysis. Hence, further cause of the reported problem could not be determined.

Event description:
During inspection, the customer biomed reported that the device charge button had to occasionally be pushed multiple times to be recognized. There was no patient use associated with the event.